Event description:
A combined initial supplemental report is being submitted due to the completion of the investigation on 07-apr-2026. "The needle got bent in the first pass, hence, the 2nd pass was not possible." "I spoke with the physician and the assistant, they could not recall as it was more than 90 days, they assured no extra procedure was required." Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Lungs @ 4r. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Was gaining access to the target site difficult? Yes. Was puncture of the targeted site difficult? Yes. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. What is the scope manufacturer and model number that was used? Olympus ebus scope, physician denied mentioning the scope details. Was the scope recently service/repaired? New scope. Was the stylet partially removed when advancing the needle into the target site? No. Are images of the device or procedure available? No. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement. Was difficulty experienced while retracting the needle? No. Was it possible to be fully retract before removing the needle from the patient? Yes. If not with the device in question, how was the procedure performed and/or finished? With competitor needle. Did the patient require any additional procedures as a result of this event? No. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No. Did the distal needle break occur during the procedure or after the procedure was completed? While completion of the procedure. Did any section of the device detach inside the patient? As per physician there was nothing.

Manufacturer narrative:
Device evaluation: (B)(4) units of lot number of echo-hd-22-ebus-o device involved in this complaint were returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the devices the following observations were made: (B)(4) -1 visual inspection: stylet returned separately to device. Distal end of needle examined and observed to be broken approx. 3 cm below tip of sheath, broken part of the needle not returned. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with slight difficulty. (B)(4) -2 visual inspection: device returned without stylet. Distal end of needle examined and observed to be broken approx. 3.2 cm below tip of sheath, broken part of the needle not returned. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with slight difficulty the reported failure was observed. Clarification was requested as follows: - did the distal needle break occur during the procedure or after the procedure was completed? -- "while completion of the procedure." - did any section of the device detach inside the patient? -- "as per physician there was nothing." - to confirm our understanding: the needle became kinked during the procedure, and the subsequent break occurred after the needle had been removed from the patient. Is that correct? -- "I spoke with the physician and the assistant, they could not recall as it was more than 90 days, they assured no extra procedure was required." Manufacturing records: prior to distribution all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. A review of the manufacturing records for echo-hd-22-ebus-o of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0051 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was requested but not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. A possible root cause may be that the lesion itself was firm, which could have caused the distal end of the needle to break. According to the complaint, the needle bent during the first pass, and a second puncture attempt was not possible, both observations suggest that the lesion was hard. Additional information also indicated that accessing and puncturing the target site was difficult. These combined factors may have contributed to the needle kinking during the initial puncture attempt, as reported, and subsequently breaking distally likely during the device withdrawal, as observed during laboratory evaluation. It should be noted that the condition of the needle tip could not be confirmed; therefore, additional information has been requested to verify this. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: the needle got bent during the first pass, hence the 2nd pass was not possible. Confirmed quantity, 02 devices were confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per medical advisors input ¿it appears that approximately 1.3 cm of the needle tip was missing in this complaint. No evidence was provided to indicate whether the broken fragment remained in the patient, had been retrieved, or whether any additional imaging had been performed.¿ investigation findings conclude that a definitive root cause could not be determined. A possible root cause may be that the lesion itself was firm, which could have caused the distal end of the needle to break. According to the complaint, the needle bent during the first pass, and a second puncture attempt was not possible, both observations suggest that the lesion was hard. Additional information also indicated that accessing and puncturing the target site was difficult. These combined factors could have contributed to the needle breaking distally during the puncture attempt. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.